Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for myocarditis. It was reported the patient experienced hemolysis. As a result, the impella device was explanted. Pfhg measurements were not provided; however, the site stated that due to decreasing of some blood cell component by blood sampling, hemolysis was confirmed. No further information was provided.